Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Production was returned with a label which stated ¿specimen: deep brain stimulator generator (send to culture after).¿ this return label would be indicative of a possible infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.